Manufacturer narrative:
(B)(4)

Event description:
It was reported that the a remote transmission revealed that the right atrial lead exhibited undersensing. On (B)(6) 2016 the patient presented to the clinic and the device was reprogrammed.